Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized. Treatment was not reported. The consumer reported that the cause of the peritonitis may be due to the dental work patient had on (B)(6) 2011 and did not take any antibiotics for the dental work. The patient was recovering. It was not known if pd therapy was ongoing. The consumer did not provide an opinion of causality. The nurse declined to provide information.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd884460 and gd883512 with no exceptions or issues observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.